Event description:
During onsite diagnostics performed by philips field service engineer (fse), it was observed that the device failed its operational general system check test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Replacement part was confirmed requested/ordered to resolve the noted issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The part was confirmed shipped/delivered/consumed, and was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
During onsite diagnostics performed by philips field service engineer (fse), it was observed that the device failed its operational general system check test. There was no patient involvement.